Manufacturer narrative:
(B)(4). Device evaluated by MFR.:returned product consisted of the zelatned thrombectomy system. The effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. There was 100ml of fluid was present in the attached waste bag, when received. Visual inspection of the device revealed that outer shaft was separated. The location where the proximal and distal shaft connected (10.5cm proximal of the tip) was separated; however, the catheter was still intact due to the hypotube and inner shaft not also being separated. The hypotube and inner shaft at the area of the shaft separation were kinked. The separated ends of the shaft appeared to be jagged and damaged, which indicates tensile overload. The inner shaft was buckled at the distal window, 1cm ¿ 1.5cm from proximal of the tip. The confirmed tensile overload to the damaged shafts and hypotube, indicate the device was damaged and separated due to force being applied during handling of the device. Functional testing was completed with a test .035¿ guidewire, as the guidewire used in the procedure was not returned for analysis. The test guidewire was inserted into the tip of the catheter and advanced up to the buckled shaft; however, the guidewire would not pass the damaged shaft. Inspection of the remainder of the device presented no damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 15aug2018. It was reported the catheter was unable to advance over the wire. An angiojet® zelantedvt¿ was selected for a thrombectomy procedure. The catheter was never entered the patient. When trying to advance the catheter over the wire to get in the patient, it stopped and they were unable to progressed the catheter. This lead the user to believe there could be something internally within the catheter that was lodged thus keeping from progressing the catheter, so the device was removed. The same wire and an angiojet solent omni catheter were used to complete the procedure. There were no patient complications and the patient was fine. However, device analysis revealed that the outer shaft was separated.